Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the right level sensor mounting pad fell off. As a result, the device was changed out and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.